Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) determined that the customer had misloaded the access bhcg 5th is reagent pack onto the access 2 immunoassay system serial number (B)(4). The misloaded reagent pack led to under recovery of the quality control (qc) results as no reaction was taking place. In conclusion, although use error is the cause of this event, the system software malfunctioned as it did not detect that the reagent pack was not present in the proper location on the instrument. (B)(4).

Event description:
The customer reported obtaining no value, ind (indeterminate) flagged beta human chorionic gonadotropin (access bhcg 5th is) qc (quality control) results for both levels on the laboratory's access 2 immunoassay system serial number (B)(4). Both levels of the access bhcg 5th is qc presented substrate level rlus (relative light units) which indicated that no reaction was taking place for this assay. Patient results were not generated at this time however a potential existed for erroneous results to have been produced. There was no change to or impact to patient treatment in connection with this event. Beckman coulter (bec) customer technical support (cts) assisted the customer with verifying reagent pack placement on the access 2 immunoassay system by comparing the user interface (ui) software to the physical placement of the on-board reagent packs. It was subsequently discovered that the access bhcg 5th is reagent pack had not been correctly loaded in the proper carousel slot which led to the no value, ind flagged qc results. The access 2 immunoassay system serial number (B)(4) had, previous to this event, been updated with system software that alerts the customer and detects reagent pack misloads. In this event, the customer stated that they had not received any error messages or system flags.

Manufacturer narrative:
After further review by the bec (beckman coulter) chu (complaint handling unit), it was determined that there was no malfunction associated with this event. The system software was performing as designed at the time that the pack sharing was identified. Use error is still determined to be the cause of this event.